Manufacturer narrative:
Received one device one device for investigation. Customer complaint of ¿alarm¿ confirmed through pump power up test. Device is missing software. Error code 44508 found in menu mode. Unable to replicate error code. Cleared error code. Installed software version. Replaced downstream occlusion sensor (dso) seal as preventative maintenance. Performed sensor calibration. Performed performance verification tests (pvt), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while performing a software (sw) update there was device alarm 45580. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.